Event description:
See also manufacturer report 2032545200806266. It was reported that while placing a bravo ph monitor, the capsule would not deploy from the delivery system. The capsule fell off of the delivery system upon removal from the patient. No injury to the patient was reported.

Manufacturer narrative:
The device is included in the bravo ph capsule and delivery system 9012b1011 (5-pack) and 9012b1001 (single-pack) field action - failure to detach, physician communication (2007).